Event description:
Info received indicates the brake will hold but the casters continue to swivel.

Manufacturer narrative:
The technician found the caster teeth were worn. The technician replaced the four caster stems and horns to repair the stretcher.